Event description:
It was reported that this pacemaker system exhibited loss of capture (loc), oversensing, and pacing inhibition on the right atrial (ra) lead. The patient didn't experience asystole. The ra lead was explanted and replaced. No additional adverse patient effects were reported.